Event description:
Internet website advertisement states a patient developed an infection at an unspecified time following c-section. The infection was observed during an elective tubalplasty. The infected mass was excised along with scar tissue from the previous c-section.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.